Manufacturer narrative:
(B)(4).

Event description:
It was reported the device received a false alert for the device prematurely reaching elective replacement indicator. The device was confirmed to be in normal estimated longevity. The device was interrogated and the elective replacement indicator alert was cleared. No patient symptoms were reported.